Event description:
During the initial implant procedure, the set screws of the device was unable to be tightened. A replacement was device was implanted to resolve the event. The patient was in stable condition.

Manufacturer narrative:
The reported event of unable to tighten the setscrew was confirmed. The device was received from the field with battery voltage near beginning of life level. Visual inspection of the header and connector noticed the atrial setscrew inset stripped off consistent with inserting the torque wrench off-center at angles to the setscrew, by the end-user. Electrical and mechanical analysis performed, after replacing the damage setscrew, indicated normal functionality, and the new setscrew was inserted and removed from the connector block with normal force. Longevity assessment was performed, and the device was in normal range of operation with appropriate remaining longevity.